Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that a mcl55, instrument mcl55 pistol w/needle mcl55-1 failed to work during a sterile field product set up. The product did not work under pressure when the fat was put into the pistol. The product was not in contact with the patient. Additional information was received on (B)(6) 2018, states that the patient was under anesthesia when the product problem was found and asleep for an additional 30 -45 minutes. The medical intervention made by the surgeon was that another alternative product was used to inject the fat (no further information) provided. The procedure was completed and the patient¿s outcome was reported as being satisfactory with no adverse impact. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluations. The teeth of the pistol stop wip1137 are worn. This component makes the piston running. A hardness testing method was conducted on the pistol stop wip1137 with the results of 13,5 hrc and 13 hrc. The stainless steel grade used for the manufacturing of this component is a good one. This operation was realized during the manufacturing of the finished product and the manufacturing order (B)(4) is composed of one unit: there is no impact on other products. The other components of the pistol are compliant with the manufacturing specifications. DHR for lot no. 2031510 reviewed and no anomalies that could be associated with the complaint were observed the wear of teeth is due to a human error during the manufacturing of the pistol: the stop pistol wip1137 has not been subjected to a heat treatment.